Manufacturer narrative:
Section d4: expiration date retracted. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu), (B)(6), not being functional was not confirmed. The mpu was evaluated at the european distribution center (edc) and functioned as intended during evaluation. The mpu was functionally tested and the unit passed all tests without issue. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: damage on the patient cable black connector threads. The bottom housing was observed to be cracked and damaged. The red ribbon in the battery compartment was detached from the housing. The device history records were reviewed, and the records revealed that the heartmate 3 mobile power unit, (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 mobile power unit was shipped to the customer on 23nov2016. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) section 3, entitled "powering the system", describes the various ways to power the heartmate iii lvas, including how to use the mpu, and explains the all mpu visual indicators and alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mobile power unit and the mobile power unit patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) was not functional following technical service. The affected mpu will be returned for investigation. No further information was provided.